Event description:
Event date of previously reported stroke provided.

Event description:
Source documents indicate that three suspected gi bleeds occurred approximately 1 day, 12 months and 14 months post index procedure, however, it is unknown if the patient was on dual antiplatelet therapy at the time of the bleed events.

Event description:
During the index procedure, one endeavor sprint over the wire (otw) drug-eluting stent was implanted in the mid lcx. It was reported that approximately 1 year and 2 months post the index procedure, the patient died due to a stroke. It was reported that the event was not related to study device.

Event description:
It is reported that 3 days post index procedure, the patient had a gi bleed. Approximately 12 months post index procedure, the patient had another gi bleed. The cause of death approximately 14 months post index procedure was stroke with atrial fibrillation and hypertension.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke, death).